Event description:
This is the complaint from the market. Administrative no.(B)(4). "The user noticed there was a broken piece fallen into the body. He removed the broken piece from the body and completed the procedure without problem. The trocar in question is used as a port for endoscope. The user reported he/she felt no abnormality when inserting/removing the laparoscope into/from the trocar. Aomori olympus checked the subject device and confirmed the followings. Please investigate the cause of the case. The septum was broken; aomori olympus received a broken piece of the septum. The size is 2.73 by 3.53mm. We would like to know the following points. Why was the septum broken? Would you give me the check result of the device history records?"

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed a portion of the septum had been torn off. No other damages or defects were observed. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. The damage to the seal appears to have been caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. The instructions for use (IFU) warns that extra care should be used when inserting angular and asymmetrical instruments. All instruments should be centered axially when inserted through the seal for easier insertion. This document represents our final report.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.